Manufacturer narrative:
Removed "the customer was experiencing ongoing high blood glucose (bg) levels". Added "3 years ago, the customer had experienced a high blood glucose (bg) level of 765 mg/dl."

Event description:
Three years ago, the customer had experienced a high blood glucose (bg) level of 765 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing ongoing high blood glucose (bg) levels of 765 mg/dl. A correction bolus and insulin injections were used to address the high bg levels. The cause of the high bg was due to the customer taking steroids. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.